Event description:
It was reported that this right atrial (ra) lead is exhibiting noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) noted these inappropriate atr episodes with ra noise and oversensing date back as far as approximately one year ago, after the latest pacemaker device replacement occurred. Ts indicated the ra lead measurements are in range and stable, with pace impedance measurements in the 700 ohms range over the past year. Ts recommended to the healthcare provider (hcp) to troubleshoot the ra lead to confirm suspicions of lead breakdown based on noise and the age of the lead. The ra lead was implanted in (B)(6) 1999. The hcp indicated they understand. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information received indicates that this ra lead exhibited noise, oversensing and pacing inhibition. Programming options were discussed and recommended. Currently, this ra lead remains in service and no adverse patient effects were reported.